Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the replaced the detector panel on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect detector panel has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, there was a line defect and ring artifact on an image acquired by the imaging system. The image appeared on the viewing station of the imaging system with the artifacts. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.